Event description:
The customer reported the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The batteries on gpos, rtos and gib board were evaluated and replaced. The system was found to be working as intended and returned to service.